Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also stated that the insulin pump had cosmetic damage and she noticed lines display with the internal led so she turned the insulin pump over when noticing it was cracked. Customer¿s blood glucose level was low initially thus to treat low blood glucose she did not bolus for carbohydrate intake causing her blood glucose increased to 400 mg/dl. The customer declined troubleshooting for high as well low blood glucose level. The customer did not provide any symptoms regarding high and low blood glucose levels. The customer was treated for the high blood glucose with bolus with insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
After battery installation, there were blue and red lines running vertically across the middle of the lcd display. The device was able to display legible text so that the user can navigate through the menus. Upon further review, the electronic board particularly in the area where the battery connector plugs into the board shows signs of corrosion. Device received has a crack on the battery tube which extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd screen is missing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.